Manufacturer narrative:
No product sample was received; therefore, functional testing could not be performed. One photo of the affected device was received, and confirmed the reported deflation of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Without a sample for testing, the investigation could not identify a root cause. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1 - initial reporter phone, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that post-procedure, the balloon was deflated for removal but it remained inflated. Photos are enclosed. There was patient involvement.